Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor stopped working occurred. It was indicated that the sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was not confirmed. A probable cause could not be determined. However an early sensor expiration was found on (B)(6) 2020 but the root cause could not be determined. No injury or medical intervention was reported.